Manufacturer narrative:
Additional information received regaring the explant of the device.

Event description:
It was reported that this right ventricular (rv) lead will be explanted. Currently, the lead remains in service. No adverse patient effects were reported. Additional information received indicated the lead was explanted a few years ago due to infection. No new lead was implanted at that time. The patient did receive a new subcutaneous implantable cardioverter defibrillator (s-ICD) system a few years later after the infection, which remains in service. No additional adverse patient effects were reported.